Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) helix disengaged from helical channel. Additional findings include the inner tubing kinked/buckled, blood in/on helix mechanism (sleeve head) and in/on helix mechanism. Full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that upon implant attempt of the right ventricular lead, after the helix had been extended and retracted multiple times, it was no longer able to be extended. The lead was removed and replaced and no patient complications were reported as a result of this event.

Event description:
Asku